Manufacturer narrative:
The following devices were also listed in this report: poly insert sz 3 13mm; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Sales rep reported a right knee revision due to anterior knee pain. Poly & patella exchange.